Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The customer's blood glucose level was between 110-180 mg/dl. The customer applied more pressure to the wake button to address the issue. Customer continued to use the pump for insulin therapy and had manual injections available.